Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate result of "243mg/dl" as compared to an ultramini that read "154 mg/dl" when tested back to back. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.